Event description:
Patient reported infusion device stopped working due to power pack being depleted. She changed the power pack and the infusion device worked properly. Patient indicated that the power pack had been used for >2 weeks. She did not report any physiological effect associated with this issue. No medical assistance was reported. Patient disposed of the power pack, therefore it will not be returned for evaluation.

Manufacturer narrative:
H6: product not returned for evaluation. Issue described to agency in recall.